Manufacturer narrative:
Results: the returned neuron 070 was kinked at approximately 6.0 cm from the hub. The device was kinked and ovalized along the distal shaft from approximately 95.0 cm to 101.0 cm from the hub. Conclusion: evaluation of the returned neuron 070 revealed a kinked and ovalized device . If the neuron 070 is retracted from its packaging at extreme angles, this may contribute the damage on the returned device. If the device were forcefully gripped, pinched, or mishandled during preparation, similar damage may also result. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, a neuron 6f 070 delivery catheter (neuron 070) became kinked on both ends upon removal from packaging. The damage to the neuron 070 was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using another neuron 070.